Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient reported being hospitalized due to peritonitis. Follow-up with the patient's pd nurse determined that the patient was treated with gentamycin. The patient's pd nurse reported that she believed this patient episode of peritonitis was related to a strep peritonitis that patient had in (B)(6) 2016 that was not treated long enough. The patient was discharged (B)(6) 2016. Medical records were requested.

Manufacturer narrative:
A visual inspection of the returned cycler exterior showed no signs of any physical damage. The heater tray/scale was not obstructed. A simulated treatment was performed and completed without any failures or problems. The reported symptom dc drain complication encountered was not confirmed with testing. The system air leak test passed. The valve actuation test passed. There were no discrepancies encountered in the internal inspection of the cycler. The system level review of the liberty cycler and concomitant products found no indication of a causal relationship between the products and the patient event.